Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the reload would not fit into the adapter, described as something was broke inside the shaft. A new adapter was used to resolve the issue. There was no patient involvement.